Event description:
Additional report to include inappropriate lv output occurred on the device.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) channel of the device. The patient was experiencing discomfort from the device due to position. During the revision procedure it was found that the lead had not been adequately inserted into the header of the device. The lead was securely inserted into the device and repositioned to the comfort of the patient to resolve the event. The patient was stable.